Event description:
The customer called reporting she was receiving error 3 messages when inserting a strip. Through trouble shooting, it was discovered that the units of measure could be changed in this locked meter. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.